Manufacturer narrative:
Ref. Related manufacture report numbers: complaint (B)(4):mfgr report number 2015691-2017-01505 complaint (B)(4):mfgr report number 2015691-2017-01507 complaint (B)(4):mfgr report number 2015691-2017-01509 complaint (B)(4):mfgr report number 2015691-2017-01510 complaint (B)(4):mfgr report number 2015691-2017-01512 complaint (B)(4):mfgr report number 2015691-2017-01514 complaint (B)(4):mfgr report number 2015691-2017-01515 complaint (B)(4):mfgr report number 2015691-2017-01516.

Manufacturer narrative:
Exact date of event is unknown. Article indicated event occurred between march 2014 and july 2015. Per the instructions for use (IFU), valve malposition and paravalvular leak (pvl) requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, per report, the malposition was attributed to improper c-arm angulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography kim, won-keun, md et al. ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿ catheterization and cardiovascular interventions, 89 (2017), p. E38¿e43, wileyonlinelibrary.com, doi: 10.1002/ccd.26464. Accessed 2-may-2017.

Event description:
As reported by the edwards european affiliate, through a journal article titled, ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿, during a transfemoral tavr procedure (date unknown), the sapien 3 valve was deployed in a too ventricular position, resulting in severe paravalvular leak (pvl). A second valve was deployed within the first valve. The malposition was attributed to improper c-arm angulation.